Event description:
It was reported that the customer was experiencing issues with her sensor settings as well as low blood glucose levels. The customer's blood glucose was 40 mg/dl. The customer stated that she seemed to be having low blood glucose levels after delivering boluses. The customer stated that she was taking in half the amount of carbohydrates than she normally did but was still experiencing low blood glucose levels. The customer treated herself with milk and honey. The customer also mentioned that her sensor glucose readings were different from her blood glucose readings. The customer received a sensor glucose of 73 mg/dl when her blood glucose was 40 mg/dl. The customer also received multiple threshold suspend alarms. Troubleshooting was done. Advised to turn off the sensor until her blood glucose level was stabilized. Advised to call back if she had any issues with the sensor again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.